Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was partially performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 16) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that bonding and pairing keys are generated and fully managed by the android operating system, and the minimed app has no control over these keys. Since the app cannot access, back up, or prevent the os from removing these keys, the user is required to manually repair their medical device when the android os deletes or resets the bonding keys. Issue confirmed to assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: disable crossdevice. A). On your android device, open settings . B). Tap google, google devices sharing (or all services on xiaomi devices) , crossdevice services. C) or search crossdevice' from settings. D) make sure use crossdevice services is off or disabled (xiaomi device use toggle off) e) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure crossdevice services are disabled. Make sure users remove paired devices from phone and pump also ensure that there are no other paired pump devices on the phone delete the minimed mobile app's memory cache in the android settings: settings > apps > find minimed mobile in the list of apps > storage and cache > clear cache and data delete the app reset networks (reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings) restart the phone reinstall mmm app check for all the usual connectivity (internet, bluetooth on, etc.) 10. Start the pairing process from scratch. We are proceeding to close the ticket, if customer still face issue we request helpline to reopen ticket medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.